Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her ¿husband¿s reading and daughter¿s reading¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the meter started reading inaccurately high on (B)(6) 2014. She reported, date/time unknown, obtaining an inaccurately high blood glucose result of ¿248 mg/dl¿ on the subject meter. The patient does not administer medication to manage her diabetes. It is not known if she made any changes to her regular diabetes management regimen as a result of obtaining the alleged inaccurate result. She reported, after the start of the alleged issue, she developed symptoms of ¿shaky¿. No treatment or medical intervention was specified. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and her test strips had been stored correctly. The patient did not have control solution available with which to test the meter. The cca noted that the issue was resolved through training. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.